Event description:
It was reported that this right ventricular (rv) lead had noise oversensing, as well as low sensing amplitudes. This rv lead has been implanted since 2006. Shock impedance measurement remains within range at 120 ohms. Technical services (ts) recommended troubleshooting for lead integrity. This rv lead remains in-service at this time. No adverse patient effects were reported.